Manufacturer narrative:
Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was retained by the hospital and is not available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician advanced a 3maxc through a penumbra system jetd reperfusion catheter (jetd) to the target vessel. Upon removal of the 3maxc and jetd after an unsuccessful pass, it was noticed that the marker band of the 3maxc remained in the m1 segment. The physician then made 2-3 attempts to retrieve the broken 3maxc tip using a stent retriever; however, the attempts were unsuccessful. The marker band of the 3maxc remained in the patient and the procedure was aborted. On (B)(6) 2019, it was reported that the patient had expired; however, the cause of death is unknown at this time. Furthermore, the relationship of the 3maxc to the patient''s death is unknown.